Event description:
The following information was received from global pharmacovigilance (gpv) and is a clinical report by a healthcare professional from (B)(6) of peritonitis in a subject coincident with dianeal pd4 and extraneal viaflex therapies. On (B)(6) 2009, the subject experienced peritonitis. The primary contributing factor to the peritonitis was unknown. On (B)(6) 2009, the subject received intraperitoneal gentamicin and vancomycin and began oral levofloxacin. On (B)(6) 2009, levofloxacin was discontinued. The subject recovered.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. This complaint for peritonitis -no malfunction or use error is not confirmed because the disposable set was not returned to baxter and the lot number was unknown. The assignable cause is no device malfunction or use error. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.